Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as fold flaw opening and missing shell observed assessed as inconclusive. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side rupture and "can feel something a little hard". Device has been explanted and replaced.

Event description:
Patient reported a right-side rupture and "can feel something a little hard". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.